Manufacturer narrative:
Additional information: d4, h4. It was reported that a revision surgery was performed due to instability. All primary implants removed except for the patella which remains implanted. The associated genesis ii np tibial baseplate, genesis ii oxinium femoral component and legion ps high flexion insert, used in treatment, were not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use revealed the alleged failure is previously identified in the possible adverse events. Per our risk assessment, probable causes could include but not limited to size of device or joint laxity. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed due to instability. All primary implants removed except for patella. Patella left in situ. No more information available.